Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you identify the lot number? Do you have any device for evaluation?

Event description:
It was reported that the patient underwent wisdom tooth extraction procedure on unknown date and suture was used. During the procedure, the suture broke during suturing. There was no patient consequence reported.